Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed under-sensing and oversensing on the discrimination channel and ventricular oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed; the patient will continue to be monitored. The patient condition was stable.